Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed while the alinity I processing module was testing samples, smoke suddenly came from behind the instrument and the alinity I processing module went offline. The customer mentioned the ac light was on and the other lights were off, while the switch was in the on position. The main power supply was replaced, and the instrument operated normally. The customer reported the instrument¿s external power supply was normal. No impact to patient management or impact to user safety was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the main power supply, processing modules did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for (B)(6) was identified.

Event description:
The customer observed while the alinity I processing module was testing samples, smoke suddenly came from behind the instrument and the alinity I processing module went offline. The customer mentioned the ac light was on and the other lights were off, while the switch was in the on position. The main power supply was replaced, and the instrument operated normally. The customer reported the instrument¿s external power supply was normal. No impact to patient management or impact to user safety was reported.

Manufacturer narrative:
This MDR is being submitted to correct and clarify activities performed while investigating this complaint. The customer observed smoke from the back of alinity I process module (analyzer), serial number (B)(6), during sample testing followed by the module going offline. No fire was observed, and no injuries occurred. The main power supply and its on/off switch are located in the back of the alinity analyzer. Field service was dispatched to the customer site and inspected the analyzer; no visible damage was observed to the power supply. There was no visible evidence of burnt or damaged components nor any evidence of fluid leakage that could have led to an electrical fault. With the absence of power indicator lights on the alinity I processing module, the service representative replaced the processing module main power supply (part number a-30103383-02). This power supply was original to the analyzer. Replacement of the processing module main power supply returned the analyzer to normal function. The investigation involved the following items and outcomes: - a review of data and information provided by the customer. - a review of complaint and trending data for the alinity I processing module was performed- this did not identify any similar complaints related to the current issue. - a review of complaint and trending data associated with the main power supply and alinity I processing modules was performed- this did not identify an increase in complaint activity. - a review of the manufacturing documentation was performed- no non-conformances or potential non-conformances associated with the complaint issue were identified. - labeling was reviewed- this was found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I process module for serial number (B)(6) was identified. Corrected information in section h6 - adverse event problem and section d10 concomitant product

Event description:
The customer observed while the alinity I processing module was testing samples, smoke suddenly came from behind the instrument and the alinity I processing module went offline. The customer mentioned the ac light was on and the other lights were off, while the switch was in the on position. The main power supply was replaced, and the instrument operated normally. The customer reported the instrument¿s external power supply was normal.no impact to patient management or impact to user safety was reported.